Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacture: the b/f probe was returned for evaluation. The b/f probe was visually examined and the broken wire was observed. The part failed visual examination. The issue was confirmed. Evaluation codes: (B)(4). The most probable cause of the reported event was due to a broken wire on the b/f probe.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse was able to reproduce the errors which occurred immediately upon start up and daily check. . Fse inspected the bf probes and found the blue wire broken off of the probe. Fse replaced the bf probe and ran a successful bf washer prime routine and daily check. Fse also ran three levels of quality controls with acceptable results. The instrument was operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed serial number 16235008 from 26-sept-2017 through aware date of 26-oct-2018. There was no similar complaint found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: 1. List of error messages if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 2016 bf probe suction failure as indicating that "suction by the bf probe is abnormal". Troubleshooting for the error states to "contact the service department." Error message table lists error 2015 bf probe purge failure as indicating that "purging by the bf probe is abnormal". Troubleshooting for the error states to "clean up the wash probe tip or replace it. Contact the service department." The most probable cause of the 2016 bf probe suction failure and 2015 bf probe purge failiure error messages has not yet been determined. The investigation is in progress.

Event description:
A customer reported getting error message 2016 bf probe suction failure while running quality controls with the aia-360 instrument. The customer replaced the substrate with alcohol and put the substrate on again but got a 2015 bf purge failure error message. Technical support (ts) instructed the customer to replace the substrate again and the error reoccurred. The customer remade the substrate and ran the background and quality controls again. However, the error 2016 bf probe suction failure reoccurred. The customer checked the tubing for the substrate, wash, diluent, and waste but there were no issues with the tubing. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay of estradiol (e2), luteinizing hormone (lhii), follicle-stimulating hormone (fsh), and beta human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.